Event description:
Additional information was received that a new right ventricular (rv) lead was implanted to resolve event.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the right ventricular (rv) lead was capped. No abnormalities were seen visually during the procedure or through diagnostic imaging.